Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system locked up. This resulted in a loss of imaging functionality. This could result int he delay or cancellation of a procedure. There is no report of injury or death associated with this event.